Event description:
It was reported that an occlusion alarm occurred. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 251-253 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system."